Event description:
Customer reported that on (B)(6) 2012, at 12 pm she attempted to perform a test using her adc blood glucose meter, but after inserting a test strip the meter's display froze and so no result was displayed. Customer further reported subsequently experiencing "dizziness, blurry vision and a rapid heart rate". Customer self-presented to a local healthcare facility where she was diagnosed with hyperglycemia and treated with insulin and an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter powered on with button press and strip insertion. The set up menu was successfully accessed and navigated. Did not observe meter frozen on set display. No errors were observed. No new issues were observed. The complaint is not confirmed.